Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator presented to the emergency room. The hcp stated that the patient had been experiencing runs of ventricular tachycardia (vt). Episode review was requested. Technical services review of device electrograms found episodes of non-sustained vt and vt. Anti-tachycardia pacing was delivered, which ts indicated had accelerated the vt to ventricular fibrillation. Two shocks were delivered, the final one converted the rhythm. The patient expired approximately two weeks later, no allegations were made against the device in relation to the patient passing.